Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: connected with mfx2409 and gave 5fu to the patient. Then hcp found the patient's sheet was wet. Leaked point is unk however leakage occurred at the end of last year from the filter of the same line.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: connected with mfx2409 and gave 5fu to the patient. Then hcp found the patient's sheet was wet. Leaked point is unk however leakage occurred at the end of last year from the filter of the same line.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-23. H.6.: investigation summary : samples received and when checked the appearance of the actual product, we found no abnormalities such as damage or deformation. No leak was observed when purified water was passed through. In addition, when checking the airtightness of the actual product (the relevant jis standard: 150kpa for 15 minutes without water leakage), no leakage was observed at any of the locations. Therefore, we were not able to reproduce the requested event. A device history review could not be completed as no batch number was provided. Since no abnormalities were found in the actual product, this event was presumed to be due to leakage etc. Due to loosening of the connection part. We could not identify the cause. H3 other text : see h.10.